Manufacturer narrative:
The reported event of guidewire could not be removed was confirmed. As received, a complete lead was returned in one piece for evaluation with the guidewire stuck inside the lead. Bunching of the inner coil and inner coil clogged with blood were revealed along the lead which caused the reported event.

Event description:
During the implant procedure, the left ventricular (lv) lead was inserted and positioned using the guidewire. When the lead was positioned correctly, the guidewire could not be removed from the lead. The lv lead and guidewire were explanted and replaced and the patient was stable.